Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir had air bubble. The customer¿s blood glucose was unknown. It was stated that the reservoir and infusion set was having the air bubble. The customer stated that they had reduced the fill amount to 10 units of humalog in the reservoir on their own. There was air in the tubing and the customer was changing the entire site and reservoir every 2 days. The complete troubleshooting was not mentioned. The insulin pump will not be returned for analysis.